Manufacturer narrative:
G3: aware date of this event is 12-sep-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This event has already been reported as regulatory report# 1045254-2024-01922. Later additional information received as this is different event and not same event as reported together with regulatory report# 1045254-2024-01920;1045254-2024-01921. B3: event date has been updated. G3: correct aware date of this event is 11-sep-2024. H3: product analysis found customer complaint confirmed, it does not start, it just makes noise. The device was corroded. The shaft key was worn. Incoming hi-pot test was failed. The seals, bearings and o-rings were worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the m5 handpiece was working with noise and vibration. There was no patient impact. Additional information received that they used another handpiece for the procedure.